Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a cre balloon dilatation catheter was used during a dilatation procedure of an esophageal stenosis. According to the complainant, during the procedure, the balloon was attempted to be inflated with diluted contrast, however the balloon did not inflate due to a pinhole. It was reported that dilatation of the target site was not performed and the procedure was completed with no dilatation. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and it was also confirmed that the patient is okay in their current condition.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during a dilatation procedure of an esophageal stenosis. According to the complainant, during the procedure, the balloon was attempted to be inflated with diluted contrast, however the balloon did not inflate due to a pinhole. It was reported that dilatation of the target site was not performed and the procedure was completed with no dilatation. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and it was also confirmed that the patient is okay in their current condition.

Manufacturer narrative:
Device code 419 relates to 1354 for the reported event of balloon leak. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned complaint device revealed no damage to the catheter of the device. Functional testing was performed; the balloon was inflated and a pinhole leak was noted in the balloon material. Therefore, the complaint that the balloon leaked was confirmed. The most probable root cause for this complaint is operational context; this failure occurs when anatomical or procedural factors encountered during the procedure limit the performance of the device (e.g., the balloon comes into contact with a sharp exterior source.) A search of the complaint database revealed that no similar complaints exist for the specified lot.